Event description:
Physician was performing a thoracentesis at the bedside. After inserting the needle he was unable to pull back any fluid. He removed the catheter and tried to obtain another thoracentesis tray but none were available. He used an alternative technique to obtain a specimen. As a result of the device failure, the patient had to undergo the alternative technique, which included another stick and additional pain. The patient had bleeding from the site which was controlled. There was no obvious visual defect with the device prior to use; it was only during use that the problem was discovered.what was the original intended procedure?remove fluid from the patients chest cavity/pleural space for diagnostic analysis.device #1is this a laboratory device or laboratory test?no.